Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer encountered high blood glucose. The customer's blood glucose was 400mg/dl. The customer also had issues with sensor and received a cal error. The customer was advised to contact her health care provider.